Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for pd. On an unreported date, the patient made a mistake and touch contamination occurred. The patient experienced peritonitis and was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics, ip, for the peritonitis. Concomitant therapy was not reported. At the time of this report, the peritonitis was resolving, the pt was recovering. At the time of this report, dianeal therapy was ongoing, the fluid was clear and the patient was asymptomatic.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.